Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report a battery out limit alarm and a failed battery test alarm. The customer's blood glucose reading was 129 mg/dl. The customer performed troubleshooting and it was found that the batteries were out longer than allowed. The customer was advised to monitor the device and call back if problems persisted. The insulin pump was not replaced or returned for analysis.